Event description:
Customer reported that a patient was injected with an unspecified amount of air during a CT scan. The patient was placed into a hyperbaric chamber. The patient is reportedly back to work with no long-term problems.

Manufacturer narrative:
A medrad service rep checked the injector and no problems were found with the unit. Additional applications training was offered to the customer, but they declined at this time.